Event description:
A customer reported encountering an error on their continuous glucose monitor, specifically a cgm error 42. However, there was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer by providing detailed instructions for a pump reset, and after completing the reset process, the error code did not reappear. The customer was able to successfully begin a new sensor session afterward.